Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced there was a loose part in the pump as it rattles, battery cap damaged and there were scratches on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and that pump was not functioning as designed. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and dent keypad overlay. No scratch found at the lcd display window. Cosmetic damage was confirmed for keypad overlay. Unit passed required testing. Battery cap cracked/damaged not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.